Manufacturer narrative:
Ryndock, e., robison, r., & meyers, c. (N.d.). Susceptibility of hpv16 and 18 to high level disinfectants indicated for semi-critical ultrasound probes. 30 october 2015. J. Med. Virol. Journal of medical virology.

Event description:
Through a literature search, an article entitled, "susceptibility of hpv 16 and 18 to high level disinfectants indicated for semi-critical ultrasound probes, "compared the efficacy of two ultrasound probe high-level disinfection [hld] methods; liquid orthophthalaldehyde (cidex opa) and an automated device using hydrogen peroxide (trophon epr) against high risk strains of human papillomavirus (hpv), specifically hpv16 and hpv18. The article states reusable medical devices such as ultrasound probes are routinely used in endocavitary procedures and high levels of hpv16 and hpv18 are commonly seen after routine use. According to the article, these sub-types are associated with a majority of hpv induced tumors and an appropriate high-level disinfection is important to reduce hpv transmission risk. The article compared only two high level disinfection methods; cidex opa and trophon epr, and the reported results of the study showed a high efficacy against hpv16 and hpv18 with trophon epr while the cidex opa showed minimal efficacy. Advanced sterilization products (asp) understands caution should be exercised when interpreting these results until data can be replicated in a multi-center study design. However, as a matter of policy, asp has decided to report cases where cidex opa is being evaluated in a comparison study.

Manufacturer narrative:
Method -actual device not evaluated. Result - no results available since no evaluation performed. Asp investigation summary: the investigation included a review of the batch record, supplier evaluation, retains testing, batch trending, and standards hazards list. The batch record was not reviewed as the lot number was not provided. Supplier evaluation was not required as this was not a manufacturing or functional issue. Retain testing was not performed as this was not a manufacturing or functional issue. Complaint trending was not able to be performed as the lot number was not available. The standards hazard list (shl) was reviewed for the issue of sterility claims and the risk was determined to be negligible. The assignable cause cannot be verified since the complaint was opened in response to an article written comparing the efficacy of two high-level disinfection methods against hpv 16 and hpv 18. Asp will continue to track and trend this issue. No further investigation is required at this time.